Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a patient of undisclosed gender and age underwent a vena cava filter placement in the inferior vena cava procedure in which the cook celect platinum navalign uniset vena cava filter set, g34505, was used. The secondary struts on the celect filters opened before [the physician] was expecting them to and the filter was placed in the wrong position. Patient outcome: the physician attempted to retrieve the filter but was unsuccessful.

Event description:
Additional information received 27feb2026: the degree of tilt is around 15-20%. The filter was placed with femoral approach. The physician pushed the filter past the tactile bump stop on the delivery system. The second struts came out and when pulled down to position as intended the struts inverted and pointed up. Physician wanted them down, so physician pulled up and at that point the struts went through the vena cava. The filter was secure and where the physician wanted the filter so left the filter and released the primary struts. Patient was asymptomatic so physician completed the procedure. District manager stated on the imaging it appears the apex of the filter appears to be protruding out of the vena cava wall. Additional information received 02mar2026 via medwatch report mw5183026: ivc (inferior vena cava) filter celect platinum ref. G34505 deployed by md and was noted to be positioned incorrectly, attempts were made to snare and remove the ivc filter, but unsuccessful. Ivc filter malpositioned and unable to be removed. Physician states the filter was partially out of catheter prior to deployment, wires of filter came out unexpected and when ivc filter deployed it was stuck in an undesired position. Multiple attempts made to snare the filter, unsuccessful, vascular ir (interventional radiologist) md came in to assist and was also unsuccessful. CT scans were ordered for follow up for complications or bleeding. Ivc filter left in place due to inability to remove. Additional information received 17mar2026: it is the district managers understanding that the filter will not be retrieved.

Manufacturer narrative:
Manufacturer ref# (B)(4). Corrected data compared with medwatch report mw5183026: b4) 23jan2026. D1) celect platinum. D3) william cook europe aps. E1) (B)(6). E3) risk manager h6) health effect - clinical code: 2687 -foreign body in patient. Medical device problem code: 1528 - difficult to remove. 2616 - malposition of device. 2983 - mechanical jam. Summary of investigational findings: the physician pushed the filter past the tactile bump stop on the delivery system. The secondary filter legs came out and when pulled down to position as intended the legs inverted and pointed up. Physician wanted them down, so physician pulled up and at that point the struts went through the vena cava. The filter was secure and where the physician wanted, why the primary legs were released. Patient was asymptomatic so physician completed the procedure. No scheduled plan for filter retrieval. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed, as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Cook conducted a review of the packaging label (whole device), which revealed no discrepancies. There is evidence to suggest that the user did not follow the instructions for use and/or label. The pre-expanded filter was pulled during attempts to reposition. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified as the pre-expanded filter perforated vena cava when ¿pulled down to position as intended¿. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.